Event description:
During an initial implant procedure, increased pacing impedance was observed on the device. The device was explanted and replaced to resolve the event. The patient is stable and will continue to be monitored.